Event description:
It was reported that a home patient experienced a leak in the transfer set, coincident with peritoneal dialysis therapy. The leak occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. There was no further description of the leak and the location of the leak in the transfer set was not provided. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced a leak in the transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. Should additional relevant information become available, a supplemental report will be submitted.